Event description:
A power source alert was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a functioning outlet and wait for 30 minutes, which successfully resolved the issue as the pump began charging without the need for further assistance.